Event description:
It was reported that during an anterior cervical discectomy and fusion (acdf) procedure at c5-6, a very small thread began unraveling from the screw during final tightening. There were no fragments generated, just a small threadlike piece of the screw appeared. It was left in place with the screw and zero-p implant. The thread was very small, maybe 1/2 millimeters in size. The screw was left in the patient. There was no surgical delay or patient harm. The procedure was successfully completed. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
The complainant part was not explanted. The complainant product will not be returned as it remains in the patient. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.